Event description:
It was reported by the patient that the remote monitor was unable to begin the telemetry phase of the manual transmission. The monitor was able to transmit successfully in the past. The patient was going to take the monitor into the clinic for troubleshooting. The monitor has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that it would not start an interrogation. Analysis also found corrosion and contamination on the printed circuit board assembly and with the corrosion the unit was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.